Event description:
It was reported that a plastic surgeon in christ church new zealand implanted a 2mm piece of neuragen (png230) in a patient's right thumb on (B)(6) 2010, during excision of neuroma and digital nerve repair. On (B)(6) 2011, the patient was seen with sudden increase in discomfort in her thumb, with hypersensitivity and inflammation around the area of the neuragen nerve block. She was prescribed rest and support. There was no evidence of infection. She was seen again on (B)(6) 2011 and had improved, to be seen again in 3 months.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.